Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose of over 900 mg/dl. Customer's blood glucose at time of call was 299 mg/dl. Customer was wearing the device during time of hospitalization. Customer reported the act button was sticking and the device would grind during priming. After troubleshooting, customer was advised to change entire set, reservoir and insulin. Customer was advised the tubing clamp will be sent. Customer will not be returning the device for analysis.